Event description:
After an implantation period of approx. 136 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped.

Manufacturer narrative:
Implant date and out of service dates were added to this report. The lead under complaint was not returned for investigation. This report is thus only based on the evaluation of the returned data as well as the analysis of the ICD itself. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for approximately 86 months and 50 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore the manufacturing processes for the lead and the ICD were reinvestigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The analysis of the provided fluoroscopic images gained no further information regarding the root cause of the observed oversensing.